Event description:
It was reported that a user new to the ilet experienced fluctuating blood glucose with lows to 45 mg/dl and highs to 240 mg/dl, with the low attributed to unclear cause and a tendency to overcorrect hypoglycemia; troubleshooting and education were provided, including guidance on treating lows with oral glucose and confirming with a glucometer, and there were no alerts or alarms from the device. Symptoms included shaking and sweating without loss of consciousness. Outcomes included self-treatment without assistance, no ketone testing, and no medical intervention or hospitalization. Investigation included complaint intake, user interview, and provision of use education. Investigation of this case revealed no device malfunction or alarm behavior and suggested user-related factors, including possible overtreatment of hypoglycemia, as contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.